Manufacturer narrative:
One decontaminated device was returned for evaluation. Visual examination of the returned sample showed a hole near the syringe shoulder and the luer slip was chipped. The noted condition was such that it was not possible to conduct a leak test. Based on the results of this investigation the complaint was confirmed, however it could not be determined how the damage to the syringe barrel occurred, therefore no root cause was established. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that blood leaked from the syringe during use. The event occurred in the facility. There was no disinfection or sterilization, and no infectious disease occurred. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.